Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber is broke and fractured at open end of metal cap. The fiber proximal to fracture can rotate independently of outer flow tubing. The fiber was tested with hene laser fixture, aim beam was visible at fiber break. The distal tip of glass cap and metal cap are detached and not returned. The outer flow tubing open end portion is missing. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the device found that the fiber is broken and fractured at open end of metal cap. The distal tip of glass cap and metal cap are detached. There was no patient injury reported.